Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis was performed and no anomalies were found. However, the returned device indicated a loose/detached and damaged set screw. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2002; 6947, implantable tachy lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that during a normal changout the implantable cardioverter defibrillator (ICD) experienced high thresholds. It was observed that the setscrew had backed out onto the wrench. The device was removed and replaced. No patient complications have been reported as a result of this event.